Manufacturer narrative:
(B)(6). (B)(4). Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient with lscs underwent an ipd surgery using a peek spacer implant at l4-l5. It was noted preoperatively by the physician that the patient had a narrow space between the spinous processes (kissing spine). A small dilator was inserted following the incision, however there was reportedly difficulty with insertion. A large dilator was also used but was unable to be inserted. Two towel forceps were then used to grasp l4 and l5 spinous processes respectively to expand a space. Then, the large dilator was inserted again and fracture occurred. The original procedure was terminated due to the intra-op fracture and changed to a fenestration surgery. According to the report, the physician stated that the patient had "little mobility due to a kissing spine". It was also reported that the physician did not consider the adverse event attributable to any products since the fracture was caused by "human error" because too much force was exerted on the spinous processes to expand the space. No further information was reported.